Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The battery cap contact was corroded. The pump was unable to verify for operating currents including, low battery, and bad battery, battery out of limit or off no power alarm due to blank display. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No damage inside the pump was noted.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 135 mg/dl. The customer stated that there is damage on the battery compartment. The customer stated that two months ago the batteries have been sensitive to batteries. The customer stated that the battery showed less than 2 bars. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.